Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several inappropriate electric shocks due to noise oversensing. It was also noted that the smart pass was disabled twice. Low amplitude was also observed. X-ray showed that the electrode was inferior placement of the s-ICD. The plan is extracting the s-ICD system and implanting a tv system. Currently, this product remains in service and no additional adverse patient effects were reported.